Event description:
It was reported that the procedure was cancelled. An angiojet solent proxi catheter was used in a thrombectomy procedure. During the procedure, it was noted that the pump was leaking saline. The procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an angiojet solent proxi catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The shaft showed no damage. Functional testing was completed per the device preparation. The device was inserted into the ultra drive unit console and the device was run for a period of 120 seconds in the thrombectomy mode. The devices pressure was within the normal range. No failures or error codes were noticed during the testing. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that the procedure was cancelled. An angiojet solent proxi catheter was used in a thrombectomy procedure. During the procedure, it was noted that the pump was leaking saline. The procedure was cancelled. No patient complications were reported.